Event description:
Faulty air sensor.

Event description:
The history record was reviewed. No event linked with the reported issue was observed. The device history log was reviewed and the reported event was confirmed. The device was not sent to france for investigation as repairs were carried out locally. The air detector has been replaced and the issues were resolved. The defective spare part was returned to brézins for investigation. During the visual inspection, the air detector was compliant and nothing was observed. The investigator checked the detector with our volumat tester to verify the complaint. He started with maintenance test 14 to read the sensor value. He found that the value with the tube filled with water was out of tolerance, drifting below the required level. In this state, the detector would still be in alarm preventing the operation of the device and could not even be recalibrated. The reason for the failure is due to a drift in the values of the detector, most likely a weakening of the ceramic bonding causing the air alarm. An internal CAPA adressing this issue has been opened on may 2022 and corrective actions will be implemented. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.